Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what type of surgery was the device used in? Unknown. How was the procedure completed? They opened a new stapler and it was able to be connected and used. Were there any patient consequences? Unknown. Is the device available for return? No.

Event description:
Emergency call transferred from biomed. It was reported that the anvil and handheld portion of device are not interlocking and snapping together as usual. It is unknown how the procedure was completed or whether there are any adverse patient consequences. Device status is also unknown.